Event description:
It was reported to boston scientific corporation that a stretch vl flexima ureteral stent was used during a stenting procedure, performed in 2009. According to the complainant, the stent was found to be bent when removed from the package. The physician suspects the device was bent due to contact with the straightner in the package. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based information obtained from the complainant. The device has not been received from analysis, upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.